Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer¿s blood glucose level was over 700 mg/dl, with ketones that were identified as dangerous by a healthcare provider. Customer went to the emergency room and subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. A replacement pump was sent to the customer to resolve the issue.